Manufacturer narrative:
Visual inspection of the as received product confirmed that the abutment had fractured horizontally across the threads. The abutment had evidence of usage around collar and the shank. There was noticeable wear around the hex but did not appear to be stripped. The complaint is confirmed. The device history record from this lot has been reviewed and no non-conformity related to this issue was found. A definitive root cause has not been determined.

Event description:
The dentist reported that the abutment did not engage the implant correctly and the screw portion fractured. There was no damage to the implant and another abutment was successfully placed.